Event description:
A customer reported a cartridge alarm issue with their insulin pump, identified as cartridge alarm 20. There was no adverse impact on the customer¿s blood glucose level. As a resolution, tandem technical support decided to replace the pump since it was still under warranty. The customer was informed they would receive a pump with updated software and was instructed to return the faulty pump using a provided return box and label. Tandem technical support also provided guidance on putting the pump into storage mode and advised proper procedures for programming and connecting their continuous glucose monitor (cgm) to the new pump.